Event description:
It was reported that this peritoneal dialysis (pd) patient reported he was in the hospital due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6)(6) 2025 with unknown symptoms. The patient was subsequently diagnosed with peritonitis. Pd effluent cultures were obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown). The pd cultures were positive for streptococcus mitis and streptococcus oralis. The patient had his pd catheter pulled. The patient transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2025 to a rehabilitation facility. The cause of the peritonitis was not confirmed. No additional information was available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis and utilization of the liberty select cycler and liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation of a causal relationship between the use of the liberty select cycler and liberty cycler set and the event of peritonitis. Additionally, there is no allegation of a device malfunction or deficiency, or a cycler set defect reported for this event. Although the cause of the peritonitis was not determined, the culture result of streptococcus mitis and streptococcus oralis suggests a breach in aseptic technique. These organisms are known as normal-resident bacterial flora of the upper respiratory tract, mouth, intestine, skin, and female genital tract and peritonitis due to this pathogen is probably caused by transluminal contamination with oral flora. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this peritoneal dialysis (pd) patient reported he was in the hospital due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2025 with unknown symptoms. The patient was subsequently diagnosed with peritonitis. Pd effluent cultures were obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown). The pd cultures were positive for streptococcus mitis and streptococcus oralis. The patient had his pd catheter pulled. The patient transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2025 to a rehabilitation facility. The cause of the peritonitis was not confirmed. No additional information was available.